Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2024. The insertion site was right abdomen. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump and was advised to visit the emergency room. The patient's acetone levels were 1.9 and blood glucose 417 mg/dl. Therefore, at 5 pm the patient visited hospital. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.